Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. A manufacturing evaluation was completed: the breakage of the variable angle locking compression plate (va-lcp) occurred at the first distal shaft-hole. The golden anodized va-lcp is made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the va-lcp is in compliance with the international standards. The dimensions of the investigated va-lcp (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The plate was slightly bent in the area of the second distal shaft-hole. Macroscopically the fracture surfaces are strongly abraded. When examining the proximal fracture surfaces of the va-lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. Documented fatigue cracks close to the initial fracture zone indicate multiple crack initiation. After breaking the two plate fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly a structured breakage (crystallographic oriented fatigue fracture) with partial areas of cleave fracture. Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observation and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it is likely that the implant was subjected to moderate dynamic bending loads. Constant load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the va-lcp. The implant could not resist the applied force which finally led to the material overloading. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the dorsal had been filled with neobone and externally fixed with a cast in surgery and approximately one month postoperative a plate broke that was used. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.